Event description:
Medtronic lp500 automated external defibrillator (AED) along with conmed padpro adult defibrillator pads were attached to the pt, and properly connected to the AED, failed to recognize the cardiac rhythm, in that the AED would only report an audible error message "connect electrodes." The pads were disconnected and reconnected to the lp500 with the same error message. The pads were then connected to a lifepak 12, and the same error occurred.